Manufacturer narrative:
(B)(4)

Event description:
The reporting person said that when the balloon was introduced it did not presented pressure. And it was verified that the balloon was perforated. No injury reported. Additional information requested via email.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device.the visual inspection of the device noted that the trocar balloon had a cut. The obturator, lock collar, valve seal and doors appeared intact. The inflation syringe was not received. The condition in which the device was received precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.